Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated and no tones were emitted with magnet placement. The patient denied undergoing a device replacement. Boston scientific technical services (ts) provided the x-ray identification number for the device. No adverse patient effects were reported. Device replacement will be scheduled for an unknown date in the future. Available information indicates that this device remains implanted and in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the device was explanted and replaced with another manufacturer's device. No additional adverse patient effects were reported.